Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that an ins flip hasn't been confirmed, however, the patient has stated that the ins moves a lot and flips when they charge it. When asked if the ins was loose in the pocket or if it had migrated the rep indicated the ins seemed to be loose in pocket, per patient comments. The new ins was confirmed to be implanted in the previous pocket for the patient's previous device. The rep indicated the next steps were to meet with patient at physicians office at their next appointment. However the next appointment was scheduled for (B)(6) 2021. The rep was going to see if the patient is willing to come in sooner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received on 10/19/2020 from a consumer via a manufacturer¿s representative (rep) regarding a patient with an impl anted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient is having trouble charging, they received the 1707 error message. There were no known environmental, external or patient factors that may have led or contributed to the issue. Patient must lay on her device in a specific position to charge and can¿t move when charging and cannot use the belt. The pocket may be deep and therefore, connectivity between battery and recharger may be poor. No troubleshooting performed yet, rep planned to meet with patient today. On 2020-oct-26 ,the rep provided an update: the cause of the difficulty charging was not determined, there was poor connectivity between battery and recharger; most likely cause was the pocket depth. When patient is due to charge next, she will try sitting up against a hard surface to apply a little more pressure against the recharger and battery to see if this solves the issue. The pocket is probably closer to depth of 1 inch instead of 0.5 inches. Patient was able to charge to 100%. On 11/18/2020, additional information was received from the rep: the last time the patient charged they were able to reach 100% with her husband applying pressure on the recharger. The patient has tried standing and sitting against a hard surface to charge but that does not work for her. The patient is still receiving the error code and the coupling in the app says trying to connect to the device right before the error code appears, and once connected she is able to charge with her husband applying pressure. The patient weighs (B)(6) pounds, and mentioned that she feels that because the device is under the fat, it keeps moving and/or flips. On november 30th, the rep received another message from the below patient stating that she is still having a hard time charging. The patient feels that the device is moving a lot when she charges it, which is why it takes a long time to complete the charge. She now can only charge sitting on the couch with the recharger against her back, and a pillow and is thinking about getting the device replaced or removed because it¿s difficult to charge.